Manufacturer narrative:
Additional information: a3, d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the visual inspection of the returned product noted one suture and one needle. The needle was returned attached to the suture. The suture was measured with a metal ruler, calibrated asset, and determined the suture length to be 5 1/8 inches from the swage. The original suture length was identified to be 30 inches. Therefore, the suture was determined to be returned broken. The foil pouch was inspected and no signs of damage or abnormalities were identified. Unfortunately, as the product was returned open and no sealed samples were returned, a tensile strength test could not be performed. The tensile strength of absorbable sutures may be affected by degradation of the suture and/or damage during use after the product has been opened and may impact the validity of any test results. It was reported that the thread broke on the spot. The reported issue was confirmed. The most likely cause could not be established from the information available. Progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis.¿ this loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. Based on the evidence available the reported condition of "the thread broke" was confirmed. The most likely cause could not be established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open prepuce, five minutes after opening the suture, the thread broke on the spot. A new suture was used to resolve the issue. There was no patient injury.